Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cystectomy- "bead from applied medical inzii specimen bag was discovered in a c-section at mt zion campus on (B)(6) 2016 (performed by surgeon) after investigation by (B)(6), it was determined that the bead was left in the patient on (B)(6) 2014 in a cystectomy. Applied has not yet been notified of the name of the surgeon that performed the cystectomy. After the bead was discovered, ucsf privately evaluated the quality of the product. The evaluation team decided that the bag was not safe enough to use in procedures as the bead broke into pieces as it was passed around. At this time, all inzii specimen bags have been pulled from procedures." Note: surgeon name was removed from narrative. Patient status - unknown.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.